Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. The hard drive was replaced and the repaired device was returned after we received a po from the customer.

Manufacturer narrative:
The customer reported that the cns (central monitoring system) froze up when it was rebooted due to a ups power outage. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The hard drive was replaced which resolved the issue reported by the customer. Contacted the customer regarding this unit on (B)(6) 2016. Currently waiting to hear from the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) froze up when it was rebooted due to a ups power outage.